Manufacturer narrative:
The lot number was manufactured between april 27, 2018 - april 30, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility reported this event to the FDA through medwatch mw5081218. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml exactamix eva tpn bag leaked from the "center port at ridge" during compounding. There was no patient involvement. No additional information is available.